Event description:
It was reported that when a device was used during an unknown procedure, the blade would not lock into position. Another device was used to complete the case. There were no consequence to the patient.